Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The shaft is in good condition. The anchor was found cracked and bent at the distal tip. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; an incomplete insertion or axial misalignment may happen, as per instructions for use (IFU); ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). Improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, it was found that while placing one of the anchors from the 4.9 healix adv sp peek ce device, the sutures broke, bent, and became damaged. An attempt was made to place the second anchor; however, it was observed to split and bend at the tip. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.